Manufacturer narrative:
Initial reporter facility name: (B)(6).

Event description:
It was reported that the device had been damaged. A watchman double curve access system was being used in a procedure. The physician attempted to implant the device, but the device did not meet release criteria. The device was fully recaptured and deployment was attempted again but again did not meet release criteria. When the access system was delivered into the femoral vein again, the physician found the soft end was damaged. The access system was removed and the procedure was completed with another access system with no patient complications.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. Device evaluated by MFR: returned product consisted of a watchman access system (was) with the dilator outside the sheath and blood in the device. The device was visually and microscopically examined. Inspection of the hub, sheath and tip revealed the tip was damaged as it was prolapsed and one of the distal holes was stretched. There were kinks in the sheath 11cm and 32.5cm proximal of the tip. Analysis of the remainder of the device found no other damage or defects. Product analysis confirmed the reported event, as the tip was damaged.

Event description:
It was reported that the device had been damaged. A watchman double curve access system was being used in a procedure. The physician attempted to implant the device, but the device did not meet release criteria. The device was fully recaptured and deployment was attempted again but again did not meet release criteria. When the access system was delivered into the femoral vein again, the physician found the soft end was damaged. The access system was removed and the procedure was completed with another access system with no patient complications.